Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor assembly was found to be damaged and the force sensor resistance reading was out of calibration.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor assembly was found to be damaged and the force sensor resistance reading was out of calibration. Review of the pump history revealed loss of prime alarms. The pump was primed successfully and exercised with no alarms occurring.